Event description:
It was reported that the device was disconnecting at the hub almost every time during use. It was leaking blood. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI # is unknown. No information available to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).